Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after a percutaneous transluminal coronary angioplasty interventional procedure using a 6f sheath. Reportedly, the suture broke during knot advancement with the knot pusher. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed emdr, the following additional information was received: analysis of the returned proglide device showed that a suture retrieval issue occurred. Follow up with the account confirmed that a suture retrieval issue occurred instead of the suture breaking during knot advancement.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device code 1562 deleted.